Event description:
The pt underwent a l3/4 laminectomy and decompression at right l3/4 was attempted using the baxano io-flex system. The 7.5mm baxano microblade shaver device was positioned in the foramen, and the baxano rep observing the case noted that the device went through the bone after 5 reciprocations. The surgeon stated that the pt had a pre-existing pars defect and the procedure was completed with traditional instruments.